Event description:
It was initially reported by the eye care professional that his pt developed a pseudomonas corneal ulcer in her right eye within approx 10 days of contact lens wear. The pt was examined by her eye care professional on (B)(6) 2010 and began wearing air optix aqua lenses. The pt missed her f/u appointments with the eye care professional on (B)(6) 2010 and (B)(6) 2010. Based on a conversation with his pt, the eye care professional estimated that the pt developed the ulcer around (B)(6) 2010. The pt began to experience eye pain approx seven days following contact lens insertion. The eye care professional has not examined the pt since the initial contact lens fitting. Add'l info rec'd on 9/21/2010 from the pt stated that she cannot see at this time, but the pain has decreased. She stated that she was told that she will probably have to undergo a second cornea transplant and her vision may not return until then. The pt said that her eyes stayed dry while she was wearing the contact lenses. She stated that this caused a scratch on her eye, leading to a corneal ulceration and ultimately, the cornea transplant. Add'l info rec'd on 10/07/2010 from ophthalmologist (B)(6): at the time of his examination, the diagnosis was unspecified corneal ulcer. Hospital emergency room stated that they cannot locate the pt in their records. Add'l info has been requested regarding the cornea transplant, but not yet rec'd.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).